Event description:
It was reported that the ventilator had an issue with the touch part at the top right of the adjustment button. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported issue with the touch part at the top right of the adjustment button. The fse determined the correction was replacement of the front bezel. The part was sent to the customer biomed for replacement. The investigation is ongoing.

Manufacturer narrative:
The engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device because no additional information was provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.